Manufacturer narrative:
The lot number is not known by the reporting doctor. We are unable to complete an investigation of internal device records.

Event description:
The doctor stated, that he is treating a pt who he believed received a medpor implant over the nasal dorsum a few years earlier in a surgery performed by another doctor. The doctor reported that on the first visit with the pt, the implant was exposed and infected. The doctor stated, that he removed the implant and placed a silicone implant. The silicone implant also became infected and passed out. The doctor stated, that splinters of the implant had been removed on four or five occasions after the silicone implant passed out. The doctor contacted customer service and was referred to a surgeon who serves as a consultant for the company and has experience with medpor. The consultant reported that he discussed the tissue ingrowth property of medpor implants with the doctor and stated that he had never heard of a medpor implant splintering. The consultant told the doctor that the original implant may not have been medpor. The doctor reported that the pt is now being treated by a third doctor who will be reconstructing with rib grafts and/or cranial bone.